Event description:
It was reported that the patient had experienced a progressive return of spasticity over a six months period. A dye study was attempted and it was discovered that the catheter was not patent; the healthcare provider was unable to aspirate from the catheter access port and unable to inject dye. The hcp made the decision to replace the entire system due to decreased therapeutic effects of the intrathecal baclofen. Upon exploration of the system in the operating room, the catheter was disconnected from the pump and the catheter was found to be occluded. The hcp decided to replace both the pump and catheter anyway as he questioned the integrity of the pump. It was noted that there were no volume discrepancies. Per the reporter, the patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.